Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site and found that the air gas module was defective. The issue was solved by replacing the air gas module. In addition, the battery was replaced and also the cover of the device as a crack was observed on it. No parts were returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).